Event description:
The displayed images were uninterpretable and/or unusable. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was evaluated and replaced. The system was tested, found to be working as intended and returned to service.